Event description:
A malfunction alarm was reported, showing a malf 12 code. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer performed a pump reset independently, and the same malfunction code did not recur afterward, although other malfunction occurrences were mentioned.